Event description:
It was reported that while in use on a patient, this monitor shut down and did not power back on its own. The user reportedly power cycled the monitor to restore patient monitoring functions. The monitor was tested and returned to use. There was no patient injury reported. (B) (4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.